Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to four 3.0mm sternal locking screws backing out from the sternal locking straight plate and fixation failure. The patient was treated for a sternal fracture on (B)(6) 2016, during which time one sternal locking straight plate and a total of eight screws, including the four 3.0mm sternal locking screws, were implanted. During the (B)(6) 2016 revision surgery, all the hardware was removed. The plate and all the screws were intact at the time of removal. The patient was revised with two unknown sternal plates and an unknown quantity of unknown screws. It was noted on the post-operative x-rays (not available for review by synthes) that the devices implanted during the revision surgery created a great fixation. There was no delay in surgery and the surgery was successfully completed. The patient postoperative outcome was reportedly stable. This report is 2 of 5 for (B)(4).